Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample, specifically on the suture wings. The ink on the extension leg was observed to be faded. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion. During infusion, a split between the extension tubing and the luer connector hub was observed. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time.

Event description:
Facility reported to the sales rep a pinhole puncture in the device. No other information was reported. No patient harm was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however the cause is unknown. One 3 fr single lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the sample, specifically on the suture wings. The ink on the extension leg was observed to be faded. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion. During infusion, a split between the extension tubing and the luer connector hub was observed. A microscopic observation revealed several beach marks and cracks on the break surface, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. It is likely that the irregular adherence of the extension tubing to the luer connector is a contributing factor to the observed material fatigue; however the root cause of the adherence is currently unknown. A complaint history review found a rise in similar complaints exclusive to this product line which suggests there may be an unknown factor(s) contributing to this event type. Possible contributing factors include cyclic fatigue of the tubing and/or issue with product manufacture, however no evidence supporting a conclusive root cause was determined and consequently the cause of the event is unknown at this time. A lot history review (lhr) of rebq2586 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep a pinhole puncture in the device. No other information was reported. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One single lumen 3 fr provena powerpicc was returned for evaluation. An initial visual observation showed use residue on the sample, specifically on the suture wings. The ink on the extension leg was observed to be faded. The sample was flushed with a 12 ml syringe of water and was found to be patent to infusion. During infusion, a split between the extension tubing and the luer connector hub was observed. A microscopic observation revealed beach marks and cracks on the break surface, indicating material fatigue. Material fatigue occurs due to cyclic kinking or bending of the tubing which causes gradual microscopic tearing of the material. Possible contributing factors of material fatigue include repetitive manipulation or movement of the tubing, insufficient securement, and repeated kinking/bending of the tubing during catheter use or maintenance. A lot history review (lhr) of rebq2586 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep a pinhole puncture in the device. No other information was reported. No patient harm was reported.